Event description:
Caller reported experiencing multiple cartridge alarms on several dates, specifically cartridge alarm 20. There was no adverse impact on the customer's blood glucose level. As corrective action, the customer was informed by technical support that a replacement pump would be provided. The customer was instructed on preparing the old pump for return and acknowledged receiving guidance on programming the replacement pump settings and connecting their continuous glucose monitor. The replacement pump was sent to the customer. Customer reverted to an alternative method of insulin therapy.